Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted stuck plunger detect, replaced flag plunger. Replaced front cover, rear case, left/right handle, barrel clamp, left/right iui, and left iui seal. Syringe split nut and gripper recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the flag plunger. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue that the syringe device has issues with the plunger detect sensors getting stuck could not be confirmed because no product was provided for investigation; however pictures provided did exhibit the presence of dried fluid residue on the bottom side of the drive head in the vicinity of the plunger detect switch. A review of the device history record showed the device had a manufacture date of 04feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.